Manufacturer narrative:
Conclusion: a representative sample from the same lot number as the actual device were returned for evaluation. Chemical testing was performed on the device and met device specifications.

Event description:
It was reported that a patient underwent an unknown aesthetic surgery on an unknown date and a surgical sealant was used for skin closure. Four weeks post operatively, the patient developed an allergic reaction including redness, itching, and swelling. The patient was treated with steroid ointment. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: a representative sample was returned for evaluation. Visual examination of the sample shows that the tray package is closed and sealed. No damage or defects are observed. Visual examination of the devices inside the package shows that they are placed correctly on the tray. The mesh dispenser present no damages or defects as well as the pen applicator. The applicator bulb is clear and the filter is normal in color, indicating that the formulation was not dispensed.